Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the video-assisted thoracoscopic lobectomy surgery, when severing pulmonary lobe tissue on the first firing, after fired, noted all the staples were malformed with irregular shape. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.